Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) had not been working since implant. The hcp stated that the patient hadn¿t been using their device. The patient was to follow up with their hcp. No patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.